Event description:
Our MDR - after an implantation time of 2 months, it was reported that the lead was dislodged. In addition, twiddler syndrome was noted. No deterioration in the patient's state of health was reported. The device was explanted and a new lead implanted.

Manufacturer narrative:
Ous MDR.